Manufacturer narrative:
The internal counter torque for uss (p/n: 388.263, lot number: 5683143) was received at us cq. Visual inspection of the complaint device shows that the tip of the shaft component was broken and the broken piece was not returned. No other issues were identified. Device failure/defect identified? Yes dimensional inspection: complaint relevant dimensional analysis could not be performed due to the post-manufacturing damage on the device. Complaint confirmed? Yes. This complaint could be confirmed for the returned device. No definitive root cause could be determined based on the provided information. The unintended external forces during shipping and handling might have contributed to the reported complaint condition. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part #: 388.263 synthes lot #: 5683143 supplier lot #: n/a release to warehouse date: 02 apr 2008 manufactured by: synthes (B)(4). No ncrs were generated during production. Device history review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, while the surgeon was using the internal counter torque it was noticed that the small tip that is supposed to sit in the screw was not there. The procedure was successfully completed using another counter torque. There was no patient consequence. There was no surgical delay. This report is for one (1) internal counter torque for universal spinal system. This is report 1 of 1 for (B)(4).

Event description:
It was reported that on (B)(6) 2021, while the surgeon was using the internal counter torque it was noticed that the small tip that is supposed to sit in the screw was not there. The procedure was successfully completed using another counter torque. There was no patient consequence. There was no surgical delay. This report is for one (1) internal counter torque for universal spinal system. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
The internal counter torque for uss (p/n: 388.263, lot number: 5683143) was received at us cq. Visual inspection of the complaint device shows that the tip of the shaft component was broken and the broken piece was not returned. No other issues were identified. Device failure/defect identified? Yes dimensional inspection: complaint relevant dimensional analysis could not be performed due to the post-manufacturing damage on the device. Complaint confirmed? Yes. This complaint could be confirmed for the returned device. No definitive root cause could be determined based on the provided information. The unintended external forces during shipping and handling might have contributed to the reported complaint condition. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part #: 388.263 synthes lot #: 5683143 supplier lot #: n/a release to warehouse date: 02 apr 2008 manufactured by: synthes (B)(4). No ncrs were generated during production. Device history review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.